Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the software was reconfigured and reloaded. Could not confirm that the programmer lost power. The power supply was replaced as a preventive measure. It was also noted that the stylus pen was missing. (B)(4).

Event description:
It was reported that the programmer displayed an error during a software update install and then lost power and now will not boot up. The service disc was not successful in fixing the issue. The programmer has been returned for repair. There was no patient involvement.